Manufacturer narrative:
The pump was returned for evaluation. The root cause of the difficulty separating the introducer sheath was most likely due to an inadequate sheath scoreline likely to have occurred during manufacturing the component based on the provided clinical details and investigation of the returned product. The root cause of the product damage to the introducer was most likely due to an inadequate sheath scoreline likely to have occurred during manufacturing the component based on the provided clinical details and investigation of the returned product. The introducer lot passed all incoming inspection checks.

Manufacturer narrative:
The introducer was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant was implanted with an impella device via percutaneous right femoral artery for mechanical circulatory support. The whole implant was top. No problems were noted. At the point the doctor wanted to peel the 14 french x 25 centimeter peel away sheath, the doctor said that it was very hard to to break the sheath head. The hemostatic valve was not easy to break. Then while peeling, the sheath did not peel on the correct points and ripped in two pieces. To get the peel away sheath of the impella, the doctor had to cut it open with a scissor. No patient harm was noted.

Manufacturer narrative:
D6b: added explant date.